Manufacturer narrative:
Investigation summary: two photos and one sample were received by our quality team for evaluation. From the photos, the team is unable to determine the plunger movement functional failure. The sample was subjected to the silicone content test and was within specification. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported bd syringe 5ml ls 23ga 1in tw had difficult plunger movement. The following information was provided by the initial reporter: "the syringe is very stiff on plunger. It maybe contain silicon oil, very a few."